Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to verify button error alarm, unresponsive button due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from her insulin pump. The customer's blood glucose level is 181 mg/dl. The customer stated that she was trying to give herself a bolus and received the button error. The customer was not able to clear the alarm when she pressed the escape button. The customer stated that the pump was exposed to moisture damage due to sweating. The customer was advised to trouble shoot and now has a blank screen. Customer was advised to discontinue use of the device and to revert to a backup plan.